Manufacturer narrative:
(B)(4).

Event description:
It was reported asymptomatic patient presented in clinic during follow up. Device was post paced t wave oversensing on ventricular channel. Recommended programming changes were made. Patient was fine after event.